Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 778 mg/dl. It was reported that the customer had been vomiting for two days prior to the event. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. The customer's nurse mentioned that the screen of the insulin pump was scratched and difficult to read. Nothing further was reported.